Event description:
It was reported that this device exhibited a prematurely depleting battery. The physician surgically explanted and replaced the device to resolve the event and no additional adverse patient consequences were reported. The device was received for analysis and is currently pending the investigation conclusion. Once the analysis was complete, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device exhibited a prematurely depleting battery. The physician surgically explanted and replaced the device to resolve the event and no additional adverse patient consequences were reported. The device was subsequently received for analysis.

Event description:
It was reported that this device exhibited a prematurely depleting battery. The physician surgically explanted and replaced the device to resolve the event and no additional adverse patient consequences were reported. The device was received for analysis. Once the investigation is complete, this record will be updated with results.